Event description:
Customer reported that during an attempted rescue by the fire department personnel, the AED did not function properly. The device powered down after rescuer heard "push flashing button to deliver shock", everything went dead, and the unit never delivered a shock.

Manufacturer narrative:
The device used in this rescue was returned to cardiac science and examined by service department. Results of device evaluation indicated that the device performed as designed. However, the battery involved in this rescue is a third party battery (life-cel) which is incompatible with our devices.